Event description:
On (B)(6) 2010, the patient reported he received an e4 (occlusion) error on his insulin infusion device last night and did not clear the error. He stated, today he received an e4 while bolusing. He said the insulin cartridge and battery were changed (B)(6) 2010, the infusion set on (B)(6) 2010, and the adapter 1 year ago. He was instructed to disconnect from his infusion headset and start a prime. He then removed the headset and saw it was kinked. He stated, he rotates his site locations on the right side of his abdomen but can not use his left side. Courtesy adapters and an infusion set insertion device were sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.